Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement. The customer had the vac-pac destroyed at the facility, to prevent future use. Users are also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device is not holding suction. There was no report of death, serious injury or delay in treatment. No patient involvement was reported. The vac pac was purchased more than two years ago and has been destroyed at the facility.